Event description:
It was reported that during a gastric bypass procedure, on the first firing of the device while firing across the omentum with a white cartridge and steam guard; a popping sound was heard on the first stroke of the firing sequence. The other firing strokes were completed and the device was removed. Upon removal, the staples were formed completely however the entire staple line was bleeding. The surgeon used seven clips to stop the bleeding. A competitor's device was used to complete the procedure. There was no patient impact and the patient is currently ok. The device along with a blue cartridge will be returned for analysis.

Manufacturer narrative:
(B)(4). (B)(4). Articulation link. The analysis results showed that one long60a device was returned in good visual condition and with a partially fired cartridge loaded on the device. The device was tested for functionality with a test cartridge and it fired, cut and formed all the staples as intended. The device was disassembled and the articulation link was found to be broken. An investigation has been initiation to evaluate the articulation link. Event described could not be replicated. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications prior to shipments, in addition, a sample of the batch is inspected at (B)(4). We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.